Event description:
It was reported that during a procedure, the balloon catheter was tested on the sterile table prior to usage and the balloon would not deflate. The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).